Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot#: 2.1.0. H3, h6: multiple fdd/annex a codes were reported. A1102 was coded, for displayed a message, stating unable to see patient/imaging trackers/error code 64. A0709 was coded, for unable to see patient/imaging trackers. Despite, the navigation system having all green boxes on the image acquisition screen. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used, during a sacroiliac and thoracolumbar procedure. It was reported, that when attempting to take a navigated spin, the imaging system displayed a message stating, unable to see patient/imaging trackers. Despite, the navigation system having all green boxes on the image acquisition screen. The manufacturer representative (rep) confirmed, that they were able to see patient and imaging system trackers in the tracking window on the navigation system. The rep rebooted, the navigation system previously with no change. During troubleshooting, the rep rebooted, the imaging system and the navigation system. The navigation system, then displayed error code 64 and rebooted. The site was then able to continue with the surgery. This issue caused a 30 minute surgical delay. It was unknown, if there was an impact to the patient.

Manufacturer narrative:
H3: a software analysis was initiated. Logs captured a coredump was created where stack trace was pointing to the function. This might have caused the reported behavior. This issue is consistent with the following known software issue. H6: b01, c10 and d02 apply to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.